Manufacturer narrative:
No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr.

Event description:
False positive result(s). User stated "so I took (flowflex) tests on (B)(6) 2023. Pcr tests on (B)(6) 2023 and quickvue on (B)(6) 2023. Flexflow is the only one that came back positive.".